Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an infection at the ipg site. As a result, the ipg was explanted and patient was placed on oral antibiotics to address the issue.

Event description:
Follow-up information indicated the infection is resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. The patient was placed on oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.